Event description:
Complainant alleged that while attempting to defibrillate a pt the device delayed 5 seconds to discharge after actuating the shock button. Complainant indicated that after one shock was successfully delivered to the pt, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.